Event description:
It was reported that during prep for a stenting treatment procedure, the markerband was found out of place. The target lesion was in an unidentified location. The physician was prepping the 2.5 x 28mm promus element sds when a free floating markerband in the proximal portion of the shaft, near the hub was noticed. This device was never introduced to the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during prep for a stenting treatment procedure, the markerband was found out of place. The target lesion was in an unidentified location. The physician was prepping the 2.5 x 28 mm promus element sds when a free floating markerband in the proximal portion of the shaft, near the hub, was noticed. This device was never introduced to the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a kink in the lumen 15cm from the tip. Kinks are also evident along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. There are no issues with the markerbands, both are correctly positioned. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).